Event description:
Pacemaker implant 2/10/94. Developed symptoms of superior vena cava syndrome 10/94. Symptoms progressed-venogram performed 2/95 showed diffuse narrowing of right & left inominate veins & superior vena cava. Symptoms progressed-femoral vinogram 2/95 shows total occlusion (fibrosis) of superior vena cava.